Manufacturer narrative:
Vyaire file identification: (B)(4). The equipment was received in vyaire facility for evaluation. Service technician verified the reported problem. Connected a known good patient circuit. Powered on the ventilator and duplicated the reported safety valve high pressure relief alarm. Reseated the modules and found that the bias valve gets stuck and does not close. Replaced the bias valve with a known good one and passed. It was determined that the root cause is the bias valve.

Event description:
The customer reported to vyaire medical when turned on the safety valve high pressure relief, the device will not deliver a breath issue on the enve ventilator. As of this time, there is no information regarding patient involvement associated with the reported event.